Event description:
Revision surgery - due to revised from hemiarthroplasty to reverse.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2018-00080; 520-46-318, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.